Manufacturer narrative:
According to available information, no return of this lead is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post implant, this right ventricular lead displayed loss of capture. A trans thoracic echocardiogram revealed a lead perforation at the right ventricular apex wall. A revision procedure was performed. This lead was removed and successfully replaced. No adverse patient effects were reported.